Event description:
Prior to a tonsillectomy and adenoidectomy procedure on a pediatric pt, the pt was prepped for surgery and placed under anesthesia. The surgical staff attempted to connect the flow control valve unit to the coblator ii surgery system. However, the controller failed to register with flow control valve unit. The surgical staff was required to control the flow of saline manually. No pt injuries were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but were not received. Reference MFR's report: 9019871-2012-00283.